Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer's father stated that patient stopped using the pump for 5 months. The customer's father stated that every time they were trying to fill the tubing the pump would squirt insulin out in a steady stream. Customer reported the drive support cap is protruded. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.